Manufacturer narrative:
Exact date unknown, event occurred couple of weeks from the aware date.

Event description:
It was reported that the ipg had migrated and was causing pain at the ipg site. It was also noted that the ipg protruded. The patient was prescribed with motrin and tramadol medication. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.